Event description:
Permanent damage of the skin of the face resulted when the "portrait" plasma skin regeneration machine by rhytec was administered in a doctor's office to me, a woman. The skin became so swollen that the skin was permanently stretched resulting in deep skin folds between the nose and mouth and chin, eyelids sagged, bags formed under the eyes and other problems developed in the skin including redness. None of these existed before the procedure. It has been four mos since the procedure and all these problems continue to get worse, except for redness which seems to be subsiding. The only warning the doctor stated to me was concerning the possibility of pigmentation problems. This procedure is highly touted by the providers for improving the skin of older woman- search on portrait skin regeneration- by hundreds of doctors using the machine, but I have not read one positive review from the pts themselves. See "realself.com", search portrait, to see other review. This is a terrible product to use on older women, warnings are needed. It is a serious error to ruin a woman's face no matter what the age. This procedure is very costly- I paid for a 40 min treatment-, and has been marketed to older woman because they are the only ones who can afford it. Please look into this problem and issue warnings or take other appropriate action. Thank you for whatever you can do to protect other women from this disaster. I wish I had been warned.